Event description:
It was reported that the power cable was torn off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This reportable event was covered under a different record so this is a duplicate event.

Event description:
It was reported that the power cable was torn off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.